Event description:
The customer reported elevated troponin-I (accutni) results above the acute myocardial infarction (ami) cutoff for two pts involving unicel dxi 800 access immunoassay system. This report refers to pt number one. Negative troponin results were obtained via two alternate methodologies. The pt sample was tested on an unk model access system at another site and elevated results were obtained. The customer performed a "norm" pt study and noted one sample received a value of 1.1 ng/ml where negative results were obtained via alternate methodologies. The results were reported out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc with pt samples for further analysis.

Manufacturer narrative:
The customer declined service and stated there was no system performance issue. The samples were collected in bd green heparin tubes. The samples were centrifuged at <5,000 rpm (rotations per minute) (amount of time was not specified). Quality control (qc) was within specification prior to and following the event. System check data was not supplied by the customer. Customer product line support (cpls) lab tested the pt sample and obtained significantly reduced neat dose concentration indicating "heterophile interference" in the pt's sample. Heterophile interference is the root cause of the event. Dilution studies were not performed due to limited sample volume. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. In addition, elevated troponin-I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that may cause cardiac muscle injury. Thus troponin (accutni) results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6), 2008 through (B)(6), 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-01990.